Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified ostial right coronary artery (rca). An opticross hd imaging catheter was selected for examination. During the procedure, the device had difficulty advancing and resistance was felt when removing the catheter, so the non-boston scientific (non-bsc) wire was also removed. Once out of the body, it was noticed that the tip was broke off at the distal marker band and remained on the non-bsc wire, with nothing left in the patient. The procedure was completed without performing imagining, and the patient fully recovered without complications.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified ostial right coronary artery (rca). An opticross hd imaging catheter was selected for examination. During the procedure, the device had difficulty advancing and resistance was felt when removing the catheter, so the non-boston scientific (non-bsc) wire was also removed. Once out of the body, it was noticed that the tip was broke off at the distal marker band and remained on the non-bsc wire, with nothing left in the patient. The procedure was completed without performing imagining, and the patient fully recovered without complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: returned product consisted of an opticross 6 hd. Visual inspection revealed no issues, and the device appeared to be in good condition. The tip was observed to be detached. Microscopic inspection showed that the guidewire exit port was lifted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure following a review of the returned device, reported event details, available information, and product record review. In this case, the lifted exit port occurs due to friction between the edges of the exit port and the guidewire, which could be found during advancement of the device into patient`s anatomy due to the lesion characteristics and the maneuvers of the user that could lead to excessive friction that deforms the material, and since no deviations were found in the DHR review, it is most probable that the issue occurred during the procedure. Regarding the tip detached, as no deviations in the manufacturing process were identified during the DHR review, it probably suffered significant forces due to the handling of the device during the procedure, which could have caused the detachment, and for this reason adverse event related to procedure is the assigned cause for this issue.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.